Event description:
It was further reported that the patient was downgraded to a cardiac resynchronization therapy pacemaker (crt-p) and the right atrial (ra) lead was not connected to the new device and sensing is now from the original competitor defibrillation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d implant date: (B)(6) 2021; 4480 lead implant date: (B)(6) 2003; 0158 lead implant date: (B)(6) 2003; lead 4296 implant date: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital as there was a lead integrity alert (lia) triggered for their pace/sense rv lead due to high-rate non-sustained episodes and pacing impedance variation.  It was noted that the high-rate non-sustained episodes show non-physiological signal on the rv bipolar egm (electrogram). There was also a prior alert triggered due to low pacing impedance on the rv lead. It was noted that the rv tip to coil lead pacing impedance has also been low with a lead impedance measurement less than 200 and a measurement of 0 ohms. The rv pacing lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory also indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.